Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Our agent reported that yesterday, during a surgery, the screwdriver broke, with a delay of about 30 minutes to recover the broken piece. No consequences for the patient.

Manufacturer narrative:
Product inquiry states the screwdriver, self-holding, long to be the subject product. No further associated products were reported. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history records (dhrs) were not found, the function was given in full on the device at the stage of delivery. As the self-holding screwdriver had been in use for app. 7 years (manufactured in august 2010)] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The tip of the movable blade was found completely broken off. The breakage surface shows the typically structure of a brittle fracture, due to bending overload. To prevent the bending, the device was laser-marked with the printing ¿do not lever¿. The appearance of the damage suggests that the breakage of the blade has occurred intra-operatively, when too high bending forces were applied on the movable blade. A pre-damage in prior surgeries cannot be excluded. It is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage (was implemented with ecn# (B)(4)). Furthermore a process change was performed with ecn# (B)(4). The wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver post-dates the process change. However based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Our agent reported that yesterday, during a surgery, the screwdriver broke, with a delay of about 30 minutes to recover the broken piece. No consequences for the patient.